Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: increased the risk of surgical infection, and may also result in the retention of foreign objects in the patient's body. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Were there patient consequences? If yes, please specify. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Were x-rays taken to locate the broken piece? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the broken piece? If not retrieved, in what tissue structure the needle piece(s) were retained? Is there any plan in place to remove the needle piece(s) in the future? Please provide details. Other information requested is unknown. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was repored a patient underwent a laparoscopic myomectomy under general anesthesia with endotracheal intubation on (B)(6) 2024 and barbed suture was used. At 08:10, surgery was performed routinely. After removing the fibroids, the surgeon used suture to suture the uterus during the operation. Just before the final injection, a defect was found at the tip of the needle tip. The surgeon immediately searched for it inside the incision for about 30 minutes and finally found it around the incision. The occurrence of this incident has prolonged the patient's surgery time. Additional information has been requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 12/23/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was received: after investigation, the patient was a 34-year-old woman who underwent laparoscopic myomectomy in (B)(6) hospital, (B)(6) on (B)(6) 2024. The operator used the suture (sxpp1a400) to perform the uterine tissue suture in a continuous suture manner (the specific suture tissue level was unknown). During the suture, the needle tip broke (the specific broken end length was unknown), and the broken needle fell into the patient's body. The operator immediately visually looked for the broken needle and found it. After removal, the integrity of the suture needle was checked. After confirming that there was no residual foreign body in the patient's body, a new suture was replaced (the specific product information was unknown) to continue the suture. The subsequent operation went smoothly. This event did not cause any other harm to the patient except that it prolonged the surgery time by about 30 minutes. No subsequent adverse event report was received.